Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead (B)(6) 2013; 6935m-62 implantable tachy lead (B)(6) 2013; d314trm implantable cardioverter defibrillator (ICD)  (B)(6) 2013. (B)(4).